Manufacturer narrative:
Pad had been crushed which is abuse of the product and a violation of the instructions and warnings provided with the sunbeam heating pad.

Event description:
Subrogation claim alleging that an "electric blanket heater caught fire causing damage to insured home." Photographs of the scene indicate it was a heating pad and there was damage to bedding a smoke damage to bedroom. No injuries were reported with this incident.